Event description:
According to the information received, during advancement of a 12mm amplatzer vascular plug (avp) into a cook sheath, the avp detached inside the sheath. The physician was able to remove the avp from the sheath and used another 12mm avp to complete the procedure.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including attaching and detaching to a test delivery cable. Review of manufacturing documentation confirmed this device successfully passed these inspections. The amplatzer vascular plug (avp) and delivery wire were returned to sjm with no defects observed. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device and delivery wire end screw threads were examined microscopically and no defects were observed. The device and delivery wire end screw threads were measured with calibrated thread gages and met specifications. The delivery wire was fully and securely attached to and detached from the device without issue. Testing confirmed the product was returned functional within specifications. The cause of the avp detachment inside the cook sheath is unknown, as the avp tested functionally and met specifications during our analysis.